Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed observation and provided troubleshooting recommendations. No adverse patient effects were reported. This product remains in-service.